Manufacturer narrative:
The OEM performed the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the OEM for evaluation; therefore, the root cause of the reported event cannot be conclusively determined. The potential cause of the no image condition is potentially due to water invaded from the hole on the cable, destroyed electrical circuits, and caused communication failure between the video processor and the camera head. As to the hole on the cable, it seemed to have occurred because the subject device was re-processed and stored together with tweezers, forceps, or scalpel. As stated on the IFU (instruction for use) and as a preventive measure, the IFU states, do not reprocess or store this product with tweezers, forceps, scalfts, etc. A hole is opened in the camera cable, and water leakage may cause the electrical circuit inside the product to be destroyed. The OEM will continue to monitor complaints for this device.

Manufacturer narrative:
The evaluation found the device has a no image malfunction due to a defective charged coupled device (ccd) unit. Additionally, the device failed the leak test due to a puncture/hole in the cable unit. The device was repaired and returned to asset specifications. A review of the repair history shows no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The asset high definition autoclavable camera head was returned to the service center. There was no reported allegation of any malfunction associated with the device. Upon inspection and testing, the unit was found to have a no image malfunction due to a defective charged coupled device (ccd) unit. There was no patient involvement reported.